Manufacturer narrative:
Block b3: the exact date of the event is unknown. The reported date, 03/01/2025, was selected as the best estimate based on the information indicating when the patient received the device. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e1309 is being used to capture the reportable event of urinary retention. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received bulkamid urethral bulking system sometime in (B)(6) 2025. Following the procedure, the patient experienced urinary retention and required clean intermittent catheterization (cic) for three days. She continued to experience difficulty emptying her bladder, with elevated post-void residual (pvr) volumes, although specific measurements were not available. Additionally, the patient reported a worsening of her stress urinary incontinence (sui) compared to her condition prior to the procedure. As of the time of this report, it is unknown whether the patient's symptoms have resolved. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.